Event description:
Reportable based on the device analysis completed on 22jul2025. It was reported that tip damage occurred. The stenosed target lesion was located in the liver. A 180x25cm fathom? -16 guidewire was selected for use. During the procedure, a small protrusion or irregularity was noted at the end of the device, which prevented it from properly engaging with the truselect. As a result, the device could not be loaded into the microcatheter. The procedure was completed using with an alternate method. There were no patient complications as a result of this event. However, returned device analysis revealed detached at distal tip.

Manufacturer narrative:
G4: premarket/510(k)#- k111485, k170636. The device was returned for analysis. Upon examination, the guidewire, which was returned attached to the torquer device, showed detachment at the distal tip. The distal tip was found to be separated from the guidewire.